Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump was received with all buttons responding properly. However, moisture damage was found at keypad traces. No unexpected ramping display anomalies noted. No button error alarms noted. The device was received with cracked case at display window corners, reservoir tube, reservoir tube lip, and battery tube threads. The device was received with minor scratches on display window. The device passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, and displacement test.

Event description:
The customer reported that the insulin pump alarmed button error. Customer stated was trying to bolus and it kept scrolling and would not stop. Troubleshooting was done. Customer's blood glucose was 405 mg/dl. Customer stated unable to treat due no back-up plan. It was also mentioned that customer got weak battery. Advised customer that we will be sending a insulin pump loaner due to customer does not have back-up plan. No further information provided.